Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported dissatisfaction with the paresthesia experienced during stimulation. Reprogramming was performed; however, the reported concern was not resolved. The evoke scs system was subsequently explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant. The patient also has a non-saluda device implanted and reported a preference for that therapy.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.